Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in 2 segments severed 55 millimeters (mm) from the terminal pin. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room with complaint of dizziness 5 days post implant. The rv lead exhibited loss of capture (loc). The patient was noted to be pacemaker dependent. No asystole for greater than 2 seconds was observed as a result. An invasive procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.